Manufacturer narrative:
(B)(4). Approximate age of device-1 year. The disposition of the device was not provided. Information regarding whether or not the pump was explanted and is available for evaluation has been requested, but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the emergency department on (B)(6) 2017 after noticing that the lvad had been off for 3 hours. The patient reportedly fell asleep while the system was connected to battery power and did not wake up to the alarms. The patient was admitted to the hospital for evaluation and monitoring. At the time of admission, the patient was asymptomatic. The healthcare professionals chose not to restart the pump given the risk of thrombus and potential embolization to the brain. The patient was started on a heparin infusion. An echocardiogram revealed an ejection fraction of (B)(4) percent, with mild to moderate mitral regurgitation and trivial aortic regurgitation, and mild to moderate right ventricular dysfunction. The manufacturer¿s technical services representative reviewed the submitted log file and observed that the system controller was connected to fully charged batteries on (B)(6) 2017 at 7:16:32 am. It appears that the external batteries depleted, , then the system controller internal battery depleted, followed by pump stopping on (B)(6) 2017 at 1:49:13 am. Upon transfer to the ICU for close monitoring, the patient had become hypotensive and complained of chest pain. It was determined that the patient was not a candidate for pump exchange. A decision was made to transition the patient to comfort measures. The patient was taken off of inotropic and vasopressor support and was made a do not resuscitate. The patient was transferred to the telemetry unit on (B)(6) 2017 on full comfort measures. The patient expired on (B)(6) 2017.

Manufacturer narrative:
Additional information: the pump was not explanted and therefore, was not available for evaluation. The evaluation of the submitted system controller log file confirmed the reported pump stop due to a total loss of power to the system controller. Review of the submitted log file showed the pump operating as intended until (B)(4) 2017 when there was a complete loss of power to the system controller as indicated by a time clock reset to 01jan2001 01:00. The total loss of power event was preceded by low battery advisory, low battery hazard, and no external power alarms. The captured atypical events and associated alarms appeared indicative of a total loss of power to the system controller due to depleted batteries and subsequent depletion of the system controller's internal backup battery. The log file ended with the pump being disconnected. No other atypical alarms were captured. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the pump was not explanted and will not be returned.